Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-07740. It was reported that the patient expired. Review of the ventricular fibrillation (vf) episode indicated appropriate vf detection and treatment. Later, more aggressive fine vf occurred that was variable in amplitude and there was intermittent under-sensing on the ventricular channel due to low amplitude. The device acted according to programmed settings. The cause of death was most likely ventricular fibrillation.